Manufacturer narrative:
D2a: update common device name from "toothbrush, powered" to "sonicare for kids powered toothbrush". D4: model and serial numbers were identified and updated. E1: contact phone number was identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint was a shaft press fit.

Manufacturer narrative:
The event date is approximate. No model or serial information was provided. The reporter (identified as (B)(6)) is reporting the product problem on behalf of her daughter, who was involved in the incident. No contact phone number or was provided. Manufacture date not provided or identifiable.

Event description:
A consumer reported that the metal shaft of their daughter's sonicare for kids power toothbrush broke off during use. No injuries were reported. A potential choking hazard was identified.